Event description:
The physician reported that during pacemaker implant, it was impossible to connect the pacemaker to the lead connector, because the lead connector could not be pushed far enough into the pacemaker port, that connector pin was visible in appropriate position. That's why other device has been implanted.

Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). Conclusion: the pacemaker operation was correct and within specs when returned: electrical characteristics are within specs. The reported event was not reproduced during analysis. Because it could not be reproduced, the following comments can be done: it was not specified whether the lead pin was cleaned and lubricated with sterile water during the implantation attempt; this could have rendered lead insertion easier. In case the setscrew was slightly tightened, it could have contributed to the reported event. The lead model and status were not specified; depending on the lead status at the connector pin level, it could have contributed to the reported event. The pacemaker device is retained in the returned product storage area.